Event description:
It was reported that the device was programmed to high output due the left ventricular (lv) lead high threshold and regular battery depletion was questioned. It was also reported that during explant of the device and lv lead the physician suspected an infection. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Patient information is not generally available due to confidentiality concerns.